Event description:
While a cs29 was being fired via an idrivec in a sigmoid colectomy procedure, the cs29 did not completely transect the tissue. A pair of scissors was used to complete the transection. A subsequent leak test revealed a leak in the area where the scissors had cut. This leak was stitched by use of another device.

Manufacturer narrative:
A visual examination of the returned cs29 showed that it had been fired across a pre-existing staple line. This staple line presented an obstruction to the travel of the knife, resulting in the partial cut. It could not be definitively determined whether the leak resulted from transection via the scissors, or from the interference of the pre-existing staple line with the staples from the cs29. When the returned cs29 was tested, it functioned according to specifications.